Event description:
Arjo became aware of the citadel bed frame malfunction. The customer reported that the "head of bed won't raise due to a broken piece." The bed was in use by a patient when the issue occurred. No injury was reported. An inspection carried out by an arjo representative revealed that the screw securing the hinge to the frame was missing. This failure resulted in the hinge disconnection. Additionally, the backrest damper and the backrest actuator were damaged and required replacement.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.